Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for assembly difficulty as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. While attempting to implant the terumo angio-seal vascular closure device to close a 6 french access, the sheath would not advance into place. They removed the sheath and exchanged for a new angio-seal device. Upon examination after removal, it was observed that the inner dilator of the sheath did not fully "click into place" as it should, despite assembling normally initially. Closure was successful with the new angio-seal. The procedure was a leg angiogram. No blood loss was reported.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.